Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to select rewind in the insulin pump. The customer's blood glucose level during the incident was 72 mg/dl. The customer's current blood glucose level was 41 mg/dl. The customer treated their low blood glucose with food. The customer was assisted with rewinding/priming the insulin pump with a new set. The customer's blood glucose level went up to 70 mg/dl and she was feeling a lot better. The customer was able to change the set with a new one and had suspended insulin pump delivery until her blood glucose level was completely stable. The device will not return for analysis.